Event description:
It was reported that the insulin pump vibrated and then gave a button error alarm and the buttons are not responding. It was stated that the customer was on vacation and condensation was noticed when the customer went to put back the insulin pump by the pool. Customer took off the battery and it took a while to come back on. Blood glucose value is 3.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.